Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted after approximately two years of service due to calcification. It was reported that one of the leaflets had torn free from the annular support. Endothelial ingrowth into the coronary ostia was also observed, which required endarterectomy at the time of removal. The valve was explanted and replaced without reported adverse patient effect.

Manufacturer narrative:
Conclusion: cause of event cannot be determined. Analysis: to date, this product has not been returned to medtronic for analysis. In addition, product specific information has not been provided. Consequently, review of the device history record cannot be performed. Photographs obtained during the surgical procedure were provided, which show that the valve is heavily calcified. One of the valve leaflets appears to be partially torn from the wall of the prosthetic, but this cannot be confirmed at this time. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device. Reduced performance likely related to calcification of the device. Product explanted and replaced without further reported complication.